Event description:
It was reported the device is being explanted due to infection.

Manufacturer narrative:
The device was not returned for evaluation; however, the reported event can be confirmed as the sales representative sent operative notes regarding explant surgery (left tmj devices) on (B)(6) 2023. The surgeon did not report any device failure, malfunction, or other performance issues. He confirmed that the devices were removed due to infection with no malfunction. H3 other text : device not returned.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported the device is being explanted due to infection.